Event description:
The pt experienced an overdose then lack of effect and effusion. The sutureless connector was found to be leaking. After the sutureless connector was replaced, everything was functioning satisfactorily with the system and the pt. The pump was used to treat spasticity; the drug used in the pump was not specified. There was no pt injury.